Manufacturer narrative:
Follow-up #1: date of submission 02/15/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: on examination, the keypad was undamaged. On testing, the ok button was under responsive. The keypad cover was removed for investigation and revealed the ok button contact was damaged. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ok keypad button was under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.